Event description:
Rptr indicated that pt's device was programmed to a setting at which pt rec'd significant seizure control for almost six weeks. The physician increased the settings and the pt subsequently had almost 30 seizures in one day and fell down and broke jaw. The pt went to the hospital as a result of the injury. Physician reported that pt increased the device output current from 1.0ma to 1.25ma in 12/2001 in hopes of giving the pt even better seizure control. As a result of the increase in seizures and subsequent injury, the output current was reduced back to 1.0ma in 1/2002 as recommended in device labeling. There was been no further indication of a continued increase in seizure frequency.